Manufacturer narrative:
This one of two products used during the same procedure on the same patient, which is associated with MFR report 105 1058196-2010-00312 and 1058196-2010-00313. Additional information will be submitted within 30 days upon receipt.

Event description:
The coil 637hf0208 (complaint product 1) and dcs syringe 635-002 (complaint product 2) were used for the procedure. When the pressure was applied to the syringe, the hub was cracked since the coil and syringe were not properly connected. The procedure was completed using other new coil and syringe without any patient injury. Prior to the event, neither device was damaged. During connection, the luer locks were positioned over each other correctly, but the hub cracked. A dedicated saline source was utilized to fill the syringe. The procedure was coil embolization for dural arteriovenous fistula (davf). The target vessel was not calcified and not tortuous.

Manufacturer narrative:
It was reported that when pressure was applied to the trufill dcs syringe ii ((B)(4)), the hub of the trufill dcs orbit ((B)(4)) cracked since the coil and syringe were not properly connected. The syringe connector was not cracked. The procedure was completed using other new coil and syringe without any patient injury. There were no damages noted on either device prior to the event. During connection the luer locks were positioned correctly over each other. It is unknown if the syringe was used with other coils prior to the event. The devices were not returned for analysis. Per atrion report pcr (B)(4): a review of the device history record for the complaint lot indicated the device was manufactured under normal operating conditions. The lot was sampled, inspected, and accepted per (B)(4). Based on the reported information and without the return of the devices, no conclusion can be made regarding the improper connection of the trufill dcs syringe ii with the trufill dcs orbit hub and resulting cracking of the hub. Based on the device history reviews, there are no identified device manufacturing issues related to the event. Therefore, no corrective actions will be taken. This one of two products used during the same procedure on the same patient, which is associated with mfg report 105 1058196-2010-00312 & 1058196-2010-00313.